Event description:
Affiliate reported that after implantation, it was noted that the ventricles of the patient's brain became too small. Although the pressure was changed from 160mmh2o to 140mmh2o, the patient's condition was not improved. Eventually, the device was not able to reprogram them pressure and as a result the device was replaced.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was that of product code 82-3162 and not 82-3832 as initially reported. It was also found that biological debris covered the valve casing making it impossible to see the cam. The device failed the programming test and appears to have been the cause of the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.